Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the gas flow of the electronic patient gas system (epgs) was unstable. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during a cpb procedure on (B)(6) 2018 the clinicians noted a fluctuating and perceived inaccurate flow reading from the epgs. They currently use the external flow meter to read the flow from the epgs to the oxygenator. It is not know if their air system is set up to use a vaporizer or not. It was confirmed that there were no kinks or obstructions in the air line to the oxygenator. According to the information the clinicians had no issues with setting the air flow with the slider on the central control monitor (ccm). The clinician did not note any alarm on the ccm or hear any alarm conditions from the heart lung machine (hlm) regarding a problem with the epgs system. The current information we have is that after they noticed the problem they opted to use the local control knobs, but ultimately used an external blender. It is unknown if they opted to use a different source of air and oxygen (o2). The patient's partial pressure of carbon dioxide (pco2) values were not affected because of this concern. Additionally, it was confirmed that there was not a problem with either the fraction of inspired oxygen (fio2) on the epgs or patient partial pressure of oxygen (po2). There was no harm nor blood loss associated with the event. This event did not cause a delay in the continuation of the surgical procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed that the connector to the internal flow meter was not fully seated causing the air flow out of the electronic patient gas system (epgs) to vary if the connector was moved. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.